Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2024-00059. It was reported that the patient was experiencing discomfort at the ipg site and ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg pocket site was repositioned and the patient¿s scs system was explanted and replaced with a drg system to address the issue.